Event description:
At 2 years from medacta primary surgery, the patient came in reporting pain due to a loose femur and the cause is unknown. The surgeon revised all components and added cones for more fixation. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 september 2023. Lot 2011916: (B)(4) items manufactured and released on 16-feb-2021. Expiration date: 2026-02-01. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.